Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a recharge antenna failure, stuck on checking the recharger, insulation is pulling out of rtm donut and rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt states his controller quit when trying to charge last night and is now seeing software problem intellis, 3.6, 58, qf_new. Pt also was seeing passive charge mode icons. Pt mentioned he has problems charging and has for 2 weeks. Pt states the controller drains fast when charging his implant (ins), pt states was 100% and drained to 0 in 1-2 hours while charging. Pt reports the paddle and wiring got hot on back last night. Pt did not detect damage to the cord or the equipment. Pt was advised to reset controller and after light was blinking green. Pts controller was 70% and ins 60%. During call pt was seeing recharging excellent however states the controller dropped 10% just by talking on the phone. The issue was not resolved. An email was sent to the repair department to replace the recharger (rtm) device.